Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.088' offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation was scratch marks located on the surface of the distal pulley. Additional observation was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.

Event description:
It was reported that during a da vinci nephroureterectomy with reimplantation procedure, the fenestrated bipolar forceps instrument 'jaws were skewed and misaligned. Teeth were not meeting at all'. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.